Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2014-12165. It was reported the pt's stimulation efficacy has diminished over time and he no longer has effective stimulation therapy. The pt also reported he feels like the ipg and leads are "trying to push out of his body" as if his body was rejecting the devices. The pt's leads and ipg were explanted. The surgeon noted during the explant surgery, there was nothing visible to indicate the pt's body was rejecting the devices. The explanted devices were disposed of by the facility. Note the pt received two leads from the same lot.